Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported that the ventilator alarmed due to a data acquisition pcba adc failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A data acquisition pcba adc failure may result in a vent inop during normal ventilation operation. A vent inop condition will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. Pse advised the biomedical engineer replace the data acquisition pcb board for the reported problem. The biomedical engineer reported the data acquisition board was replaced to address the reported problem.